Manufacturer narrative:
(B)(4). Pump was successfully downloaded, however, it was received with blank display prior to testing. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Numerous failed battery test alarms were found on (B)(6) 2023 at 12:58 through 14:26, however one of these were unexpected. Pump was returned with the original battery cap. No battery cap damage was noted. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, broken reservoir tube lip and minor scratches on lcd window. In summary, customers alleged failed battery test and unexpected battery power loss was unable to be confirmed. Blank display due to a misaligned battery tube was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that there was an insert battery alert on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the spring of the battery compartment was damaged. The customer will discontinue using the device and the insulin pump will be returned for analysis.